Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing on electronic privacy information center (epic) and in critical override. A technical support specialist (tss) identified that the external inbound processor service caused the issue. Tss restarted the service and noticed that all messages have been processing over to pyxis machines. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple medication orders were not crossing over to the server, and multiple devices were in critical override mode. Customer tried to add a medication through epic, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.